Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing, no unexpected replace battery now and no failed battery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had failed battery alarm and replace battery now alarm. Customer¿s blood glucose level was unknown. Customer stated that the pump had issues last few days. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The customer was assisted with troubleshoot and customer reports about the failed battery alarm. Customer states pump did not alarm battery failed alarm. Customer states they receive frequent battery failed alarms. Alarm is cleared before inserting battery. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.